Event description:
Hosp to hosp transport. Pt being paced externally upon arrival of ambulance. Medic correctly applied external pacing pads to a clean, dry, hair-free torso. Pacer initiated, and after a few seconds, "poor pad contact" message displayed. Cable connection and pad placement checked, but error message continued, then monitor stopped pacing. Pt was immediately switched back to the hosp pacer. Pt was transported by another ambulance with a different monitor.